Manufacturer narrative:
There is no specific model and serial number provided, and therefore, olympus cannot determine if the subject device was returned to olympus for evaluation or not. The cause of the reported event could not be determined at this time. Olympus made multiple attempts to obtain more detailed information from the user facility via telephone and in writing but with no results. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus received medwatch (B)(4) which states tip of rigid bronchoscope broke off during procedure. The surgeon noted this immediately and the broken piece was recovered from the patient¿s lung. There was no patient injury reported.